Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the part that was connected to the site, quick release and tubing kept breaking off every time she laid down. The patient had every single one out of two boxes break over three days with a total of 20 sets broken. The site location was either patient's hip, upper part right to left or upper part of stomach. The pump was clipped to the side she had a set on. The infusions were kept in a storage container on the dresser. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.